Event description:
Reference number (B)(4). Event occurred in the united states on 2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion which leads to high blood glucose level. The insertion site was at legs and buttocks. The patient regularly rotated the site location. The correction bolus was given to patient so that cannula will not kinkthe issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1955664 - MDR 3003442380-2024-23605 - device 1 of 5. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.